Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported having issues with the pod¿s adhesive causing redness and irritation at the pod site on their abdomen. The legal guardian mentioned that some days they must change the pod 3 or 4 times because the patient would start scratching it because of the irritation. On (B)(6) 2025, the patient was seen by a general practitioner due to the infection at the pod site which was swollen under the skin on the abdomen, and white puss was coming out. The patient was prescribed mild steroid cream, fucidin, and oral antibiotics. Following the event a new pod was applied.